Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l5-s1 using rhbmp-2/acs and interbody cage. Post-operatively the patient had significant pain in the area of the fusion surgery and extremities. As a result of fusion surgery with rhbmp-2/acs, patient received medical treatment to care for rhbmp-2/acs related injuries. Patient never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2013: patient presented with following pre-op diagnoses: l5-s1 spondylolisthesis. Lumbar radiculopathy. Lumbar instability. Low back pain. For which, patient underwent following procedures: l5-s1 arthrodesis, one level. L5-s1 laminectomy, facetectomy and foraminotomy, 1 level. Posterior pedicle screw instrumentation at l5 and s1, 2 levels. Placement of posterior interbody device at l5-s1, 1level. Morselized allograft, rhbmp-2/acs. Harvest of autograft, same incision. Intraoperative fluoroscopy with interpretation. Intraoperative neuromonitoring with "sseps, emgs and meps." Per op notes, rhbmp-2/acs with local bone was inserted anteriorly and a 24.5 mm cage x 9 mm expanding to 11 mm was inserted into the disk space. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.